Event description:
Customer reported a battery out limit alarm on the insulin pump. Customer stated that they received this alarm after changing the battery several times. Customer's current blood glucose reading is 130 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.